Event description:
During a lap chole procedure a number 12 trocar, lot number gd4783 broke. Dr had to open pt to retrieve the pieces. Rep from co was in room observing. Five pieces of trocar were retrieved & examined by the rep. All pieces apparently present.